Manufacturer narrative:
(B)(4) - rise in cholestatic liver enzymes; non-surgical medical intervention required. (B)(4) - stent migrated. Foreign source - (B)(6). Study source - (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted to treat a stricture in the proximal part of the common bile duct. This event occurred as part of the (B)(4). According to the complainant, a (B)(6) 2010 cholangiogram revealed a proximal biliary stricture. This stricture had been previously treated with a plastic stent and sphincterotomy. During the wallflex implantation procedure on (B)(6) 2010, the plastic stent was not removed; a sphincterotomy was not performed. The wallflex stent was successfully deployed across the stricture, covering the cystic duct. The subject was treated as an inpatient. On (B)(6) 2010, the patient experienced a rise in cholestatic liver enzymes. An ercp revealed that the stent had migrated, and it was therefore removed on (B)(6) and another stent was implanted at the same location. On september 30, the elevated cholestatic liver enzymes were reported to have been "resolved without residual effects." The patient was discharged on an unknown date.